Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The valve was implanted to the patient via lp-shunt. Oi and initial setting were unknown. It was reported that the pressures setting was not able to be changed when the surgeon tried to change the setting by programmer on (B)(6). The same programmer could be used with another patient without any problems. The patient was not urgently required to change the setting and was follow-up with the current pressure. After that, it was found that the abdominal catheter was exposed to the abdominal wall, so the removal surgery was performed. It was appropriate to grasp the site of placement of the valve. The programmer no fault was suspected. There was no suspect that the valve was reversed. The valve was flushed. The shunt contrast was performed. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
Updated UDI : (B)(4). The serial number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI : (B)(4). The valve was returned for evaluation. The position of the cam when valve was received was 100mmh2o. The valve was visually inspected: biological debris was noted. The valve was tested for programming and passed the test. The valve was flushed: no occlusions were noted. The catheter was irrigated, with no occlusions. The valve was reflux tested and passed. The siphon guard was tested; no issues noted. The valve was then pressure tested and failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of ruby ball, on the cam mechanism, and on the base plate. The root cause of the problem found during investigation is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.